Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grips opened and closed properly. There was no trouble found. The instrument was placed on an in-house system and drive; the instrument passed the recognition and the engagement test. The instrument moved intuitively with full range of motion in all directions. Failure analysis investigation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removed. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the main tube scratches with missing material found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the jaws of the fenestrated bipolar forceps instrument stopped opening. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.